Event description:
The tip of the hook broke during use in a knee ligament surgery. After a substantial delay, the broken piece was retrieved from the piece. Customer reports the device was well worn. A backup device was available to complete the procedure with no pt injury or complications noted.